Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor error-change sensor/bad sensor. Not outside of acceptable sensor operation. Refer to patient education.; description: glucose sensor product performed as expected within the specification. It is unlikely that the reported event was caused due to glucose sensor. Therefore, this event is considered not confirmed. Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. High sg roc moment; description: sensor experienced high sensor glucose rate of change. Sensor did not perform within specifications and this issue is confirmed. High sensor glucose rate of change can be caused by multiple factors and cannot be determined by carelink analysis. It is likely that the sensor contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced differences between sensor glucose and blood glucose levels and the insulin delivery was suspended. The customer also received change sensor alert. The customer blood glucose was 100 mg/dl and sensor glucose value was 260 mg/dl at the time of incident. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040a. Troubleshooting was performed, the difference between sensor glucose and blood glucose values was not within the limit. No harm requiring medical intervention was reported. No product return is required for mmt-1884, mmt-7040a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.